Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -11.5 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica) and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation- lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
B5-corrected info: the lens was implanted in the right (od) eye and not the left (os) eye as originally reported. Claim# (B)(4).